Event description:
It was reported that the device was used during a laparoscopic procedure. No leakage was detected intraoperatively. Device was discarded. Post-operatively, the leak was detected at the staple line and the patient had a laparoscopic procedure performed in 2002 to repair the staple line. There is no further information available.